Event description:
The information of a broken recharger belt previously reported no longer pertains to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: neu_unknown, product type: unknown. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was initially reported that the display showed a call your doctor icon along with the error code 608. It was noted that the caller would reset. It was reported the patient was scheduled for pocket revision that was not scheduled yet at the time of report. It was noted the device was implanted too deep. It was logged the recharger was working fine. It was reported the device was working and the patient was getting needed effect. It was noted the issue was just with recharging and the pocket revision should solve that. It was reported the patient was short-waisted and the device didn¿t fit well, which made charging annoying. It was further reported that the recharger belt was broken. It was stated that the patient had surgery and her device was repositioned on (B)(6) 2014.